Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the rep met with the patient on (B)(6) 2025 for the first time and the patient started complaining of pain that seemed unrelated to their interstim device, including having pain down their leg, pocket site pain including battery "stinging," pain in arms, pain in elbow, and pain all over the place. The patient also complained of a weird sensation down their leg. During the meeting on (B)(6) 2025 the rep reprogrammed the patient but reprogramming did not resolve the issue. The patient continued to insist that the pain was present when they had the device turned on, but disappeared when therapy was turned off. The rep reported "normal" impedance values below 1000 and "all green" electrodes. The rep said the healthcare provider (hcp) wanted them to fix the issue and the patient was getting frustrated. The rep simply wanted to report the issue. It was suggested to the rep that they consult with the patient's managing hcp.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep clarified the statement of battery "stinging," stating that the battery was causing an uncomfortable feeling at the pocket site. The cause was unknown as an impedance test was normal. When asked what steps were taken to resolve the issue they stated that the doctor removed the lead and battery on 4/17. The issue was resolved and the pain has stopped. When asked about the cause of the patient's pain down their leg/in arms/in elbow/all over the place they stated that it was not determined. The patient assumes it¿s from their previous back surgeries, but the cause was not known. This was also resolved with the device removal. The cause of the weird sensation down the patient's leg was unknown and was also resolved with the removal of the device.